Event description:
The jetstream g3 device was used to treat a 10cm chronic total occlusion (in-stent restenosis) of the sfa. A dissection was created where the wire was placed subintimal. The physician treated the pt with low pressure pta and a stent with good results.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for eval. Dissection is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. It is important to note that the device was used subintimally. The IFU indicates the requirement that the guidewire is placed in the central lumen (and not subintimal) to ensure proper function and safe use of the device. Additionally, in-stent restenosis pts are listed as a special pt population (i.e., the safety and effectiveness of the jetstream g3 system has not been established in this group of pts) in the IFU. CAPA has been opened to investigate root cause of late MDR.